Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer states they have been getting no delivery alarms, have been changing the set to fix the issue. Customer woke up at 3:00am with a 500 mg/dl blood glucose, changed set and took a correct via syringe. The customer stated woke up again at 7:00am with a 375 mg/dl blood glucose and took a correction syringe. The customer's current blood glucose 159 mg/dl. The customer removed the infusion set and found the cannula was bent. The customer was advised to speak with his health care professional regarding different insertion site locations.